Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the physician placed the first mesh carrier of the solyx sling mesh assembly into the patient successfully. As the physician was positioning the delivery device to implant the second mesh carrier, the mesh frayed at the edge and stretched. The entire mesh assembly was removed from the patient and no part of the device detached. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the physician placed the first mesh carrier of the solyx sling mesh assembly into the patient successfully. As the physician was positioning the delivery device to implant the second mesh carrier, the mesh frayed at the edge and stretched. The entire mesh assembly was removed from the patient and no part of the device detached. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device revealed that the mesh was frayed on one end near the carrier. It was also noted that the shaft tip was slightly bent.